Manufacturer narrative:
Citation: fatima lunze et al. Mid-term ventricular function in patients with tetralogy of fallot after transcatheter pulmonary valve replacement: relationship to baseline right ventricular loading conditions. Int j cardiol. Sep 2025; 1:434:133305. Doi: 10.1016/j. Ijcard.2025.133305. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding mid-term ventricular function in patients with tetralogy of fallot after transcatheter pulmonary valve replacement.  The study population included 63 patients who were predominantly male with a mean age of 20.8 years old. All patients were implanted with a medtronic melody bioprosthetic valve. Among all patients, clinical observations included: mild pulmonary stenosis, moderate pulmonary regurgitation, and reintervention.  No further information was provided pertaining to medtronic products.